Event description:
It was reported when using the bd vacutainer® flashback blood collection needle the cannula pulled out. The following information was provided by the initial reporter. The customer stated: "when the nurses in the blood collection room of the reproductive center connected the needle holder and pulled out the needle cap to prepare blood collection for the patient in the morning, the needle broken off and did not cause any harm to the patient."

Manufacturer narrative:
Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for hub breakage was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode hub breakage. Bd was not able to identify a root cause for the indicated failure mode.